Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The instrument was checked for conformance to print specifications, as well as the device history records was reviewed. No abnormal findings were identified. The microscopic view of the broken surface does not show any anomalies of material¿s structure. We suppose that a mechanical overloading situation during use may have led to the breakage. The instrument was manufactured in december 2010 according to the specifications; hence it has been in frequent use during long time (discoloration visible). No product fault could be detected.

Event description:
Broken thread was found while washing it. The driver delivered the tomofix loaned set to the hospital, and during washing (before the surgery) the cssd staff discovered that there is one broken piece. This is 1 of 1 report for event # (B)(4).